Event description:
This phacoemulsification handpiece exhibits unstable power during procedures.

Manufacturer narrative:
To date, no product has been received for evaluation. When product is received and evaluated, results will be forwarded.